Event description:
The hcp contacted the manufacturer for instructions to program the patient's implanted pump to the minimum rate. The pump was going to be explanted due to infection. Additional information received from the hcp indicated the patient presented with signs of infection including fever and meningeal signs/symptoms. The patient was reported to have meningitis. Perioperative antibiotics had been administered. The primary location of the infection was the device pocket, and the catheter or lead track. No cultures of these areas were obtained. The patient was treated with a total device system explant and intravenous antibiotics. The infection resolved and the hcp reported the patient did not suffer from drug withdrawal. The drug used in the pump was lioresal (unknown concentration/dose) and the pump was last refilled in 2006. See manufacturer report # 2182207200701166.